Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from july 8, 2020 - july 9, 2020. H10: the device evaluation was completed. The device was returned containing approximately 240 ml of fluid in the bladder. A visual inspection was performed using the naked eye, which noted evidence of leak/backflow at the fill port, when the fill port cap was removed. Further examination on the unit revealed, the cause of the leak/backflow condition was, due to two gray particles measured to be 0.60 square mm in size, lodged under the device checkband. The particles were subsequently, identified to be butyl rubber material via ftir (fourier-transform infrared) spectroscopy. The reported, condition was verified. The cause of the condition was not determined. However, the source of the butyl rubber material likely, may have come from the drug container used, during the filling step. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port area from a large volume infusor leaked. This issue was discovered prior to patient use. The device was filled with penicillin g with normal saline. There was no patient involvement. No additional information is available.